Manufacturer narrative:
The customer was able to troubleshoot the leak with the help of customer technical service (cts) over the phone. The customer found an overflow from the white blood cell (wbc) and red blood cell (rbc) baths. Cts advised the customer to empty the vacuum trap and bleach vacuum isolator chamber (vic). The customer also replaced the vacuum filter as a preventative measure. The instrument ran without leaks and all activities were verified according to the customer's established protocols. (B)(4).

Event description:
The customer reported a diluent fluid leak of approximately 5 ml on a coulter ac·t diff 2 analyzer. The leak was not contained within the instrument. The customer was performing normal routine operation when the leak was observed. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.